Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the left femoral artery. The >90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified left common iliac artery. A 7fr non bsc introducer sheath was placed. Pre-dilation was performed and the 10x40mm express ld vascular stent system was advanced. The physician was unable to adequately position the stent as the lesion was still too tight. As additional dilation was necessary, the express device was withdrawn. While retracting the device into the introducer, the stent dislodged from the delivery device and was protruding from the introducer's distal end. The physician withdrew the introducer with the stent; however, as the introducer was removed from the patient, the stent was stuck part way in the access site and part way out. Utilizing forceps, a vascular surgeon assisted in removing the stent within approximately 15 minutes. The lesion was successfully treated during this procedure. Post procedure, the patient had a small puncture site hematoma and an 8f puncture which had to be manually compressed as a closure device could not be used in this setting. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).